Event description:
The customer reported that no waveform appear when fluid bolus is injected for cardiac output. Additionally, they are unable to change the computation constant. When this malfunction occured, they were obligated to notify a physician who was able to obtain the cardiac output through alternative calculations. However, they stated that if the primary reason the heart failure patient admitted to the ccu is to have a swan inserted for monitoring of cardiac output, the cardiac output function needs to be reliable and working all the time. No known harm or injury occurred.